Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('she had piece of coil in her uterus') and device dislocation ('one of the coils had migrated') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, device expulsion ("she had piece of coil in her uterus"), genital haemorrhage ("excessive abnormal bleeding"), urticaria ("hives"), rash pruritic ("itching rashes") and dysmenorrhoea ("painful menstruation"). The patient was treated with surgery (underwent a bilateral salpingectomy on (B)(6) 2017 and then hysterectomy). Essure was removed. At the time of the report, the device breakage, device dislocation, device expulsion, genital haemorrhage, urticaria, rash pruritic and dysmenorrhoea outcome was unknown. The reporter considered device breakage, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, rash pruritic and urticaria to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-apr-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('she had piece of coil in her uterus') and device dislocation ('one of the coils had migrated') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, device expulsion ("she had piece of coil in her uterus"), genital haemorrhage ("excessive abnormal bleeding"), urticaria ("hives"), rash pruritic ("itching rashes") and dysmenorrhoea ("painful menstruation"). The patient was treated with surgery (underwent a bilateral salpingectomy on (B)(6) 2017 and then hysterectomy). Essure was removed. At the time of the report, the device breakage, device dislocation, device expulsion, genital haemorrhage, urticaria, rash pruritic and dysmenorrhoea outcome was unknown. The reporter considered device breakage, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, rash pruritic and urticaria to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received. Added event she had piece of coil in her uterus. Event genital haemorrhage updated as non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated") and genital haemorrhage ("excessive abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, genital haemorrhage (seriousness criterion medically significant), urticaria ("hives"), rash pruritic ("itching rashes") and dysmenorrhoea ("painful menstruation"). The patient was treated with surgery (underwent a bilateral salpingectomy on (B)(6) 2017). At the time of the report, the device dislocation, genital haemorrhage, urticaria, rash pruritic and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, genital haemorrhage, rash pruritic and urticaria to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.